Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the left sfa. Device was successful. It is reported that urticarias occurred 2 days post index procedure. The investigator felt that the event was caused by contrast media. The event was resolved. Investigator reported that the event was not related to the study device or paclitaxel, but was possibly related to the procedure. The cec assessed that the drug hypersensitivity/ reaction event was related to the device, procedure and paclitaxel.

Event description:
Additional information received reported that the previously reported urticarias event occurred 2 days post index procedure, patient reported to have recovered 7 days later.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (reaction to contrast medium). Evaluation conclusions: inherent risk of procedure ¿ (reaction to contrast medium). (B)(4).